Event description:
It was reported patient underwent an oss knee procedure on an unknown date in 2012. Subsequently, patient underwent a revision procedure due to pain and fracture of the stem on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.